Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Correction was attempted through a manual injection, and no third-party assistance was required. Technical support provided guidance on resetting the pump, which resolved the issue without recurrence. Customer was advised to monitor for further malfunctions and to reach out if issues reappear.